Event description:
No additional information provided.

Manufacturer narrative:
There is no batch#, both DHR review and retained sample review cannot be executed the reported information is the tubing broke off from the blue piece of the catheter. Highly possible a poor bonding issue between tubing and wing insertor. Possible reasons for such type of defect are: 1. Poor bonding performance due to less or no cyclohexanone during tubing/wing-inserter manual bonding process. 2. Raw material defect from tubing or wing inserter the manufacture process have taken below actions to prevent or monitor above possible risk: 1. 100% inspection was taken after bonding process, poor bonding status can be identified 2. Both in-process and out-going sampling will check the separation force between tubing and wing-inserter. There is no batch#, both DHR review and retained sample review cannot be executed, possible reason analysis only, we could not identify the root cause.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/prn bl 22ga x .75in separation of adapter from tubing it was reported by customer that after placing the IV I took off all her labs and flushed her IV, then when it was about to disconnect the flush from the IV, the tubing broke off from the blue piece of the catheter. Verbatim: rcc received a complaint via email. Email(s) attached. No harm to patient. After placing the IV I took off all her labs and flushed her IV, then when I was about to disconnect the flush from the IV, the tubing broke off from the blue piece of the catheter. Product#: 383322.